Event description:
Reporter stated a button on the infusion device does not function and the soft components are defective. The infusion device cannot be turned on. No physiological effects were reported. The infusion device cannot be returned for evaluation due to legal and custom issues.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.